Event description:
A director of nursing reported that after intraocular lens (iol) implantation, the patient stated that the vision was "90% blurry". The lens was removed and replaced with another lens in a secondary procedure. The clinical rationale for the explantation was identified as an incorrect toric power of the implanted lens, which led to a considerable refractive error. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The patient's vision was still blurry following toric lens implantation; the lens was observed to be in appropriate orientation and power as suggested by multiple optical biometer calculations, however patient still remained with significant under correction of astigmatism, (refraction -0.50 +1.75 with axis of 35). Intended axis was 13 and lens appropriately oriented. He had 3 optical biometer calculations, 2 of which pointed to t3 correction, one suggested t5, original lens implant was t3. According to the surgeon, it was inaccurate pre-operative measurement that contributed to patient's symptoms. The iol was exchanged for a same lens model but with different toricity and half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. The surgeon reported a good prognosis. There was no further impact to the patient.

Manufacturer narrative:
Additional information provided in sections b.2., b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. No further reports required. The manufacturer internal reference number is: (B)(4).